Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that electrode ring 2 had shifted distally, causing a fracture in conductor wire 2 at the location of the weld on electrode ring 2, consistent with the observed open circuit and the reported event. Electrodes 1, 3, and 4 met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shifted electrode ring is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming displaced electrode.